Event description:
It was reported that when the patient presented in hospital after falling, the patient was found to have a bleeding head wound. The patient was transferred to another clinic when it was determined he had an ICD. It was noted that the patient had multiple vt episodes that were terminated by device therapy. The patient later had another vt episode that was not terminated by the device. Two external defibrillation shocks were applied. Device interrogation revealed back up vvi mode. The device code was successfully downloaded and normal device function was restored. Device remains implanted.

Manufacturer narrative:
(B)(4).